Event description:
It is reported that the liner was not able to be inserted into the cup. A new liner was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.